Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) reportedly, there was no flow noted at the marker lumen, however, arterial blood flow was noted out of the quick-cut opening. The proglide was continued to be used and evar procedure was successfully completed. The proglide suture was used in the preclose technique to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code - use after damage. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
H6: medical device problem code 1506 added. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted that the proglide instructions for use (IFU), in the single smc device placement section states: do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. The reported deployment of the device with confirmation of marker lumen patency would not have contributed to the reported marker lumen obstruction as it was reported that the marker lumen was successfully flushed prior to the procedure. This IFU deviation would not have contributed to the reported blood flow from the quick cut mechanism as it appears to be related to manipulation and/ or over insertion of the device. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to marker lumen obstruction include, but not limited to, under insertion, clogged marker port/ lumen, improper insertion angle, preexisting hematoma gives false mark. The reported arterial blood flowing out of the quick-cut opening may be related to manipulation and/ or over insertion of the device such that blood would flow through the guide and exit the handle of the device located at the quick cut mechanism. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.